Manufacturer narrative:
Product complaint # : (B)(4). The device associated with this reported event was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
One of the teeth broke off the locking screw screwdriver whilst tightening the final locking screw. Fragment retrieved. No delay to procedure. No ae to patient.